Manufacturer narrative:
Investigation conclusion: the customer did not provide an accurate lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Report received of discrepant high inratio value. Patient's therapeutic range 2 - 3. Patient self tester was hospitalized on (B)(6) 2016 for shortness of breath and kept in the hospital for observation, no treatments were administered. Patient was released as stable on (B)(6) 2016. Monitor was not used to test patient while she was in the hospital. Hospitalization not related to inr. On (B)(6) 2016, lab inr = 2.1; inratio inr = 2.2. Time between testing was greater than 4 hours, (B)(6) 2016, inratio inr = 5.5. No changes in medication between (B)(6) 2016. No reported adverse patient sequela.